Manufacturer narrative:
The exposed portion of the soft cannula was observed kinked. Although the damage was noted. When and how the damage occurred could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that patient's bg (blood glucose) reached 316 mg/dl while wearing the pod longer than 48 hours. The patient's cannula was found bent when removed from the infusion site (arm). For treatment, was given a pen of insulin to lower the high bg level and then the pod was replaced with a new one.